Manufacturer narrative:
(B)(4): the customer has discarded the test strips that were in use.

Event description:
The customer's daughter stated the customer was getting error messages and the results were appearing in seconds instead of inr on coaguchek xs meter serial number (B)(4). The units were corrected on the meter and results were then displayed in inr. Upon review of the results, discrepant results were identified. The customer had tested on the meter 6 times between 11:21 a.m. And 12:59 p.m. With results of 2.3 inr, 2.4 inr, 2.3 inr, 2.3 inr, 2.3 inr and 3.2 inr. The customer did not report any of the results to his physician. The customer used a different finger for each test. The customer's therapeutic range is 2 ¿ 3 inr. No treatment was required. No adverse event occurred. The customer is feeling ok. The customer does not have antiphospholipid antibodies or lupus. The customer is not on heparin or other direct thrombin inhibitors. The customer's medication dose has not changed, he has not had any diet changes, is not taking any new medication, has not been ill recently and is not experiencing any abnormal bruising or bleeding requiring treatment. The meter and test strips were requested for investigation, however, the customer has thrown away the test strips that were used for the discrepant results. The customer will return a new vial of test strips with the same lot number. The customer returned the meter and a different vial of test strips with the same lot number. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.4 inr; donor 2 inr: 2.8 inr. Donor 1 hct: 47%; donor 2 hct: 38%. Donor 1: retention meter with master lot strips: 2.4 inr; customer meter with customer strips: 2.3 inr. Donor 2: retention meter with master lot strips: 2.8 inr; customer meter with customer strips: 2.7 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 235609) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The investigation was unable to find a definitive root cause for this event.